Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The issue happened during a diagnosis of neuro procedure, it got delayed by 30 minutes and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was turning off by itself. Upon further troubleshooting action, field service engineer (fse) found that the device had mpdu power distribution module had heated up until the thermal protection switches were activated which led to f1 tripping of main which resulted in main power switch, shutting down the machine. The fse concluded that the cause of the f1 circuit breaker going down was in the power supply to the machine, but it had a harmonic content which was above what was tolerable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system shut down unexpectedly. There was no report of harm. Philips has started an investigation of this complaint.